Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer also reported receiving error messages, but specific error number not provided. Customer stores strips in the kitchen and does not recall the open date: he states that he might have open the vial more than 4 months ago . The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is not known. The meter memory reviewed for test results performed (customer unable to clarify if performed fasting or non-fasting): (B)(6).